Event description:
It was reported that during unpacking for an unspecified procedure, a piece of hair was noted in the packaging. No patient contact.

Manufacturer narrative:
Question 1. If the patient or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/observation, common component, common manufacturing process, known failure mode, etc. Response: a trend analysis covering a 15-month period ((B)(6) 2009 to (B)(6) 2010) was performed for the as reported codes "package foreign matter" and "device contaminated" for the graphix product family. No complaints were reported in relation to these issues for this time period. Question 2. Have you reviewed your production techniques to make sure their are no foreign body contamination in your sterile packets. Response: production techniques have been reviewed in relation to the referenced complaint. Manufacturing procedures are in place at the (B)(6) to prevent foreign matter contamination. A corrective and preventative action (CAPA) was opened in response to this complaint to address foreign matter found in pouched units. The actions implemented as a result of the CAPA include additional mirrors and signage provided for personnel to ensure all hair is placed under caps, use of coats with elastic sleeves and zippers for personnel, a requirement that all shoulder length hair be tied back prior to entering the change room, updated preventing contamination presentation training materials, incorporated controlled environment practices into annual cgmp recertification, and conducted internal quarterly audits to ensure compliance to techniques in place to avoid foreign matter contamination. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking for an unspecified procedure, a piece of hair was noted in the packaging. No pt contact.